Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to slit the catheter, the physician was injured by the slitter. The physician was able to stop the bleeding from the cut and the finger was bandaged. The procedure was completed and the patient was in stable condition.